Event description:
Damage was reported to the pump housing surrounding the usb port, affecting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump was arranged. Technical support instructed the customer to deplete the battery before transport and to return the problematic pump to tandem within ten days using the provided pre-paid label and return box.